Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a cerelink icp probe 1l m bolt (ID 826851) with negative readings (-5 to -2) three days after placement. There was an increase in icp and moving back to positive when the patient was laying flat and it returned negative when the head of the bed was elevated. The medical staff was instructed to replace the sensor extension cable and if that did not resolve the issue to disconnect the sensor from the extension cable for 30 minutes then reconnect, but neither worked; the icp remained negative. In the following morning the nurse stated that, ¿the bolt readings started to pick up and read appropriately so we left it in.¿ the sensor was not replaced and it was used a few more days after patient recovered.

Manufacturer narrative:
The cerelink microsensor (ID 8268510 was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.